Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, a ventilator service required error code occurred. The sensor board needs to be replaced to address the reported issue/malfunction. In addition, the device evaluation found the following unrelated to the reportable issue; top right corner cracked, mount cracked, and handle cracked. The customer requested no repairs be done at this time.